Event description:
It was reported that the guidewire was stuck in the catheter. A 2x40x90 sterling balloon catheter was advanced for dilation along with a 200cm, 8cm v18 control guidewire. During the procedure, the balloon was inflated and deflated successfully. Upon removal of the balloon, it was not able to be removed from the wire. The physician tried to pull it back gently over the wire, but it did not resolve the issue. Subsequently, both the balloon and the guidewire were taken out together from the patient, and successfully managed to remove the wire from the balloon shaft. The procedure was completed with another v-18 wire. There were no patient complications reported.